Event description:
The hcp reported that the pt expired. The home healthcare provider was told by the pt's family member that the pt was experiencing seizures at home and she thought he was in paxil withdrawal. 911 was called, but the pt was pronounced dead at home. The hcp was unaware of any pump related issues. The pt had been receiving compounded baclofen via the drug delivery system. An autopsy was performed, however, results are unknown as of the date of this report. A follow-up report will be sent if add'l info becomes available.

Event description:
The hcp does not know the cause of death. The last prescription for refill of the pump wa faxed to home care infusion on 10/2005. The prescription was for baclofen 4000mcg/ml (compounded) at a rate of 1679.1` mg/ day.